Event description:
(B)(4). Event occurred in (B)(6). The patient was hospitalized as his blood glucose level were high and she experienced diabetic ketoacidosis. Reportedly the high blood glucose was due to kinked cannula. The patient's blood glucose level at time of incident was 60mmol\l. The patient signs and symptoms of nausea and was not feeling well. She received insulin therapy as corrective treatment. She was nonconscious during the three days of hospitalization. Currently her blood glucose level was 4.1 mmol\l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.